Event description:
After the pt had left the hosp, the sutures had come apart from the "tacs", disengaging the stomach from the abdominal wall.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Unfortunately, at this time it is not possible to determine if the incident was technique related, pt intervention or the result of broken sutures. Proper placement instructions are provided in our instructions for use.